Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cytco-k posts titanium s50a broke. The outcome of the event is unknown as of this MDR evaluation. Additional information has been requested.

Manufacturer narrative:
The returned root post is broken in the middle of the thread portion. The fragments are strongly damaged, this probably occurred during their removal from the dental reconstruction by the practitioner. No material defect was found during analysis of the rupture pattern. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information was received indicating that there was no injury to the patient.